Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient attempted to use their personal therapy manager and received a screen that showed medt on it. The device system was used to deliver clonidine, bupivacaine and dilaudid. The reporter had suggested to the patient to replace the batteries. It was later reported the personal therapy manager's (ptm) batteries needed to be replaced. The patient reportedly required hospitalization due to the event. It was noted the patient was a cancer patient, had increased pain and "patient bypassed pain clinic." No further details were provided.